Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initital reporter address: address information was not able to be obtained, therefore, nj was used as a place holder. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 2018464. Medical device expiration date: 31-dec-2024 . Device manufacture date: 28-jan-2022.

Event description:
It was reported that 6 bd insyte autoguard-n winged was not working. The following information was provided by the initial reporter: the first issue is that the needle retraction mechanism is not working.